Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking at the left port after filling with tpn solution. This occurred prior to patient use. There was no patient involvement. No additional information available.

Manufacturer narrative:
Additional information the device was manufactured between may 21, 2018 - may 22, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.